Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator 1200 passed 98 hour extended tests at the customer's settings. The unit passed all testing and met all carefusion manufacturer specifications. The event trace was reviewed and contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operations.

Event description:
It was reported to carefusion that model lap top ventilator 1200 alarmed visually and audible ventilator inoperable (inop), while connected to a patient. The patient was removed from the unit and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported event.